Manufacturer narrative:
Integra has completed their internal investigation on october 31, 2017. Device history record reviewed for work order /(B)(4) lot/ 169 a total of (B)(4) were manufactured on 12/31/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause analysis - combination of debris in the locking mechanism, missing lock components, worn / damaged components. Unit received with the plunger cap and spring are missing; the lock has both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; general maintenance and cleaning required.

Event description:
The surgeon indicated that the mayfield infinity skull clamp slipped during a case. Request for additional information has been sent.